Manufacturer narrative:
E1. Initial reporter first and last name is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a hospital perfusionist reported that when an automated impella controller (aic) was proactively powered on for a potential case, it displayed a ¿console error¿ alarm. Due to this error, the team elected to use a backup console instead. The faulty primary console was swapped out and labeled for biomed inspection. A sign was placed on the primary console to indicate it needs evaluation. There was no patient involvement.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in d9; h3. Corrected information has been provided in d1; d4(primary UDI number). The root cause of the controller error was an optical bench lamp assembly malfunction.